Manufacturer narrative:
Reported event: failure to achieve roll-off. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report# 3005099803-2013-07816 addresses the rf3000 radiofrequency generator, while manufacturer report# 3005099803-2013-09491 addressed the leveen electrode. It was reported to boston scientific corporation that a rf3000 radiofrequency generator and a leveen electrode were used during a radiofrequency ablation (rfa) procedure in the liver performed on (B)(6) 2013. According to the complainant, during the procedure, they physician performed a treatment five times, with a cycle of 15 minutes; however roll-off was never achieved. The physician decided to complete the procedure with this generator and leveen electrode, though roll-off was unable to be achieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.